Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver insulin. This event occurred 5 times. The following information was provided by the initial reporter, translated from (B)(6) to english: 3-5 needles in the package do not work because they are not permeable.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver insulin. This event occurred 5 times. The following information was provided by the initial reporter, translated from german to english: 3-5 needles in the package do not work because they are not permeable.